Event description:
Target was informed by a sales rep. That during the first introduction of the vessel, the tip of the dasher-10 broke off inside the catheter. When the catheter was withdrawn from the body, the guidewire tip remained inside. This event was of no consequence to the patient's health.